Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 64 days.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient was seen in gastrointestinal (gi) clinic for nausea, vomiting, and bright red blood in stool. Gi doctor recommended admission for further evaluation. The patient was admitted. Additional information was requested, but was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that clostridium difficile was the cause of bloody stools. The bloody stools resolved with treatment of antibiotics. No further information was provided.